Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: "lap chole" "the clip was scissoring. I was not in the case. They kept the clips and I took pictures of the clips of how they were coming out of the device. The device was saved and available for return." Additional information was received via email from materials manager coordinator on monday 5-feb-2018: "the clips would not stay on the tissue. They would slide off after application when the tissue was manipulated. When the surgeon attempted to apply a clip, the ends of the clip would cross, not stay parallel and meet at the ends. All the clips were removed from the patient; another clip applier was opened to complete the case." Patient status: "patient is fine"

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit. During visual inspection, engineering observed that the jaws were slightly misaligned; however, the complainant's experience of clip scissoring could not be replicated or confirmed as the event unit met current specifications. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by clip application technique. The instructions for use (IFU) states "do not twist or torque the clip applier jaws excessively when positioning or firing on a tubular structure or vessel. Excessive twisting or torquing may result in a malformed clip". Although the exact root cause of clip scissoring could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.